Event description:
The customer reported that the system would not boot up properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The service representative reseated the workstation printed circuit boards and checked the voltage. The system was tested and found to be working as intended and put back in service.